Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to keypad assembly. The insulin pump failed the leak test; leaked at the battery tube threads. The connector at the printed circuit board area 1 was properly connected. No damage or moisture damage was found on the keypad assembly noted. The operating currents are within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump had fading serial number label. Unit received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had experienced a lot of occlusions. Customer's blood glucose was 8.5 mmol/l. Customer mentioned the buttons did not work well. Buttons got stuck sometimes. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.